Event description:
It was reported that a user applied a dexcom g7 sensor but did not complete pairing to the ilet, resulting in the system not receiving glucose data until the user was guided through correct pairing. Symptoms included no device-generated glucose readings. Outcomes included temporary interruption of automated insulin dosing decisions until pairing was completed. Investigation included customer support troubleshooting and education on correct sensor pairing and device setup. Investigation of this case revealed user setup error leading to failure of data communication between the glucose sensor and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and use.